Event description:
A customer reported experiencing a cartridge alarm 35 while using their tandem mobi device during pumping. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge from the pump, deliver a 9-unit bolus successfully, and was able to reload the original cartridge and resume insulin therapy, resolving the issue.